Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient felt strong pain and decided to remove the pod. Upon removal the cannula was noted to be bent and the site was red "like a mosquito bite". Additional insulin doses were delivered using a pod and the patient's bg levels decreased to 7.3 mmol/l (132 mg/dl).

Manufacturer narrative:
The returned device was evaluated and the inspection of the exposed portion of the soft cannula did not find it bent or kinked. No issues observed with the cannula assembly or fluid path that would result in high blood glucose levels, pain during insertion or an irritated infusion site. The device lot completed sterility within specification.